Manufacturer narrative:
Covidien reference number (B)(4). The customer reported that the ventilator has been taken out of service. The serial number of the ventilator was not provided.

Event description:
It was reported that a 980 ventilator was auto-cycling. It is unknown if a patient was connected to the ventilator at the time of the event.